Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during patient therapy. A bag of intravenous (IV) medication was hung at 1906 for the patient. At approximately 0330, the rn checked to see how much volume was left in the bag because it should have been past due for a new bag to be hung for the patient. The pump indicated it had 6ml left to infuse when there was about 70mls left in bag. Two registered nurses (rns) checked that the right medication was connected to the right tubing, the connections were secure and labeled to the patients IV access and not broken anywhere in the line. When assessing the drip chamber, the medication was dripping at a rate slower than would be for a medication running at 15 ml/hr. The pump was switched out for a new one and therapy continued. The new pump showed drips falling in the drip chamber appropriately for an IV medication running at 15ml/hr. The patient was not affected by the incorrect drip rate. No additional information is available.